Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: centrax duration 26mm x 43mm; cat#: 6226-2-643; lot#: ln5r58; exeter v40 stem 44mm no 1; cat#: 0580-1-441; lot#: g7168281; osteonics sized cement-plug; cat#: b005-0170; lot#: 6m9431. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
On (B)(6) 2018, bha was performed. On (B)(6) 2019, patient was discharged. Light vte was confirmed. This event has no causal relationship with devices.